Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that when the valve was loaded, the loading was good and there was no over capture. However, at the end of loading, there was a bit more overdrive action than usual and a ¿crack¿ noise was heard from the deployment knob.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, loading had no issues observed. The capsule broke in the ascending aorta during the first release of the valve. After several minutes, the team used the security system to solidarize the capsule into a single tube and slowly remove the delivery catheter system (dcs) out of the body, with the valve still inside. Removal of the catheter was difficult and let to increased procedural time, which increased the risk of stroke and dissection for the patient. No adverse patient effects were reported.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that when the valve was loaded, the loading was good and there was no recapture. However, at the end of loading, there was a bit more overdrive action than usual and a ¿crack¿ noise was heard from the deployment knob.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. A capsule separation was confirmed caused by a break to the proximal end of the capsule. The material of the break site was jagged and uneven. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The handle appeared intact. There was a slight gap formed between the screw gear and the endcap while still attached. There was damage observed on the threading of the screw gear. The deployment knob appeared to retract and advance the distal end of the capsule with no audible cracks heard. The trigger moved to partially advanced and fully retracted positions and locked in place when released. The tip-retrieval mechanism was not functional due to the capsule separation. There was slight scratching to the proximal end of the front grips and very slight deformation to the distal end of the actuator, consistent with use of the handle¿s overdrive mechanism. The valve could not be deployed due to the capsule separation. There was a bend to the middle member at the capsule separation site. The reported event for separation of components could be confirmed in the analysis. The reported event for miscellaneous could not be confirmed in the analysis as no audible crack was heard during the analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2 b5 h2 h3 h6 additional codes image review: static images and a media file were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection was not provided; thus, it is not possible to confirm a good load. It was reported that the capsule broke during the deployment attempt. There is evidence that one of the paddles might have not been seated properly in the paddle attachment) which could have contributed to the capsule separation. The instructions for use (IFU) states that before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. Complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. If a misload is confirmed, the valve and delivery catheter system (dcs) \ should be discarded, and a new valve should be loaded onto a new dcs. In this case, it is possible that an undetected misload might have contributed to the capsule damage and a pre valve implant attempt would be required to validate this statement. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, there was no unusual resistance felt or loading difficulties with the valve. A procedure delay of approximately 40 mints occurred.